Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Episode from (B)(6)-2014 is opened, invalid diagnostic data message stating parameters have changed since diagnostic data reset is displayed. Concomitant: 620rg27 heart ring, implanted 2013-(B)(6). (B)(4)

Event description:
It was reported that the implantable pulse generator (ipg) device displayed no electrogram. Also, displayed were messages stating invalid data and "parameters have changed since diagnostic data reset," the device remains in use. No patient complications have been reported as a result of this event.